Event description:
A catheter break was reported. The catheter break had occurred previously on (B)(6) 2011 in the same pt. The catheter was replaced. No info was available on pt status. The drug infused via the pump was gabalon.

Manufacturer narrative:
(B)(4).